Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure, shaft break occurred. A 2.50mm x 20mm liberté stent was advanced over the 0.14 unspecified guide wire. The device was advanced into the unspecified guide catheter without any resistance however, the stent delivery system of the 2.50mm x 20mm liberté stent was fractured before reaching the target vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with a liberte/veriflex shelf box, inner packaging pouch and carrier tube. The returned packaging and device match the batch number for this complaint. There was contrast in the inflation lumen and blood in the wire lumen. The balloon was tightly folded with the stent secure between the markerbands. There were multiple hypotube kinks. The hypotube was completely separated 26cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, shaft break occurred. A 2.50mm x 20mm liberté¿ stent was advanced over the 0.14 unspecified guide wire. The device was advanced into the unspecified guide catheter without any resistance however, the stent delivery system of the 2.50mm x 20mm liberté¿ stent was fractured before reaching the target vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.